Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the  patient thinks internal battery is dead, reported return of symptoms, is peeing all of the time which started a couple of weeks ago. Patient said is getting up more at night and sometimes doesn't make it and is going continuously during the day. The circumstances that led to the reported issue were unknown. With instruction patient was able to connect and made an adjustment however said when she sat back in the chair, that it hurt in the rectum. Patient connected again and decreased the setting to a comfortable level. Patient to monitor symptoms for a few days and if needed to make another adjustment. Additional information was received and  patient reported that about two weeks ago, while sitting on couch the ins became very hot for about 30 minutes and then it subsided. The circumstances that led to the reported issue were unknown. When asked, patient said she didn't have anything warm over site, hasn't had any recent medical tests or procedures and no falls or trauma. Patient to monitor situation and if incident reoccurs, patient to monitor and track her environment and what she was doing prior to incident and to call mdt. The patient was also redirected to their healthcare provider to further address the issue if it reoccurs.  No further complications were reported/anticipated at this time.